Manufacturer narrative:
Date returned to manufacturer: 09/22/2015. Sorin group (B)(4) manufactures the bcd vanguard cardioplegia system. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that during priming the clinician noted air entering the top of the cardioplegia unit once it was primed and the pump was turned off. At closer inspection, it appeared the air was entering a crack at the top of the device. The set was repleced. There was no patient involvement. The vanguard was returned to sorin group (B)(4) for evaluation. Visual inspection of the returned device found no defects or abnormalities; the umbrella valve appeared untouched and correctly assembled/inserted. During functional testing, a small crack was discovered on the top of the unit, confirming the reported issue. A review of the DHR was unable to identify any deviations or non-conformities relevant to the issue. The involved unit belongs to a lot of over (B)(4) devices, and no other similar complaints have been received against this lot. The heat exchanger tested twice for leaks during manufacturing. Based on this information and the evaluation of the returned device, sorin group (B)(4) has concluded that the reported issue was the result of damage which occured after the release of the product, while the device was out of its protective packaging. Sorin group (B)(4) will monitor the market for trends related to this type of issue.

Manufacturer narrative:
Sorin group (B)(4) manufactures the bcd vanguard cardioplegia system. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that during priming the clinician noted air entering the top of the cardioplegia unit once it was primed and the pump was turned off. At closed inspection, it appeared the air was entering a crack at the top of the device. The set was replaced. There was no pt involvement. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group received a report that during priming the clinician noted air entering the top of the cardioplegia unit once it was primed and the pump was turned off. At closer inspection, it appeared the air was entering a crack at the top of the device. The set was replaced. There was no pt involvement.